Event description:
The doctor reported the implant was removed due to pain and infection approximately 2 weeks after implant placement. The bone quality was type ii. The oral hygiene around implant site was moderate. Local infection and pain were observed during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.